Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. It was asked the customer how many lamp hours the light source is marking. He responded 500. It was communicated to him; replace the lamp. Customer is going to order the lamp now. No further troubleshooting needed. The customer has no other questions. The device will not be returned to olympus for evaluation. Based on the results of the investigation. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's lamp was not responding. The issue was identified during set up / inspection for use. There were no reports of patient harm.